Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, broken reservoir tube lip and missing reservoir tube o-ring. Test reservoir does not lock properly inside the reservoir tube.

Event description:
The customer reported via phone call that the reservoir compartment was chipped and they had to tape the reservoir to stay in place. The customer reported that the o-ring was missing as well. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.